Event description:
On (B)(6) 2012, this patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, right common femoral artery occlusion and bleeding were discovered. A femoral to femoral bypass procedure was performed as well as binding of venous branches.

Manufacturer narrative:
Additional event description: detachment/ dissection in the atherosclerosis plaque in common femoral artery and right external iliac with occlusion in right common femoral artery. Blood loss of 1500ml.